Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: part: 07.702.016s, lot: 1e53400, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 11 may 20221, expiration date: 01 may 2024, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the cement was too hard to inject. Surgeon had to use another cement to complete the procedure. No patient consequence mentioned. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).